Manufacturer narrative:
The device was returned to edwards lifesciences. Investigation of this event is ongoing pending the evaluation of the device.

Manufacturer narrative:
The sheath, loader and ascendra 3 delivery system were returned to edwards lifesciences in a used condition. The complaint of loader leakage was confirmed, but no manufacturing non-conformances were identified. Visual inspection did not reveal any issue with the loader or sheath seals. It was reported a ¿wide open hole¿ could be seen in the center of the loader. Per design, the loader has a hole in the center of the valves in order to allow for the delivery system to pass through. No abnormalities were observed on loader or on the sheath. Functional testing of the returned device found a small leak from the buttons of the loader; however, this leak was within the allowable specification. During manufacturing the loader assemblies are a 100% inspected to verify that the seals and loader buttons are seated properly in the housing. The loaders are also checked for bond integrity, as well as for any cracks or contaminations. These inspections during manufacturing support a conclusion that it is unlikely that a manufacturing non-conformance contributed to the event. Per complaint description, the leakage from the loader was observed ¿upon removal of the ascendra 3 delivery system.¿ the physician¿s training manual instructs to ¿detach the loader from the sheath hub prior to removing the delivery system.¿ per design, the loader can only maintain hemostasis when the delivery system is inserted through it and would leak otherwise. Therefore, the leak in the loader may have been exaggerated if the loader was not detached prior to removing the delivery system. Due to insufficient information, it was not possible to determine whether the operator detached the loader prior to removing the delivery system. It was noted that the ¿device held the flush fluid during device prep and nothing unusual was noted.¿ a device history record (DHR) review did not reveal any issues that could have contributed to the reported event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds control limits for this failure. In addition, no manufacturing non-conformances were identified in the product evaluation. Therefore, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs) report, upon removal of the ascendra 3 delivery system the hemostatic valve seem to lose its seal and there was bleeding coming from the rubber bleed back buttons on the loader. The rubber buttons looked normal however when looking down the center of the device there is a wide open hole. The device held the flush fluid during device prep and nothing unusual was noted. There was no difficulty advancing the delivery system into the sheath. The physician did not notice any additional difficulty removing the delivery system. The event did not result in a blood transfusion. The patient remained stable and was transferred to ICU for further monitoring.